Event description:
Caller reported receiving a notification indicating that a minimum fill level was reached. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge with instructions from technical support. Despite initial difficulties, technical support guided the customer through filling and loading a new cartridge, successfully resolving the issue, allowing the customer to resume using the pump.